Manufacturer narrative:
The biceps tendon elevator is bent and fractured when received. Damage is seen in the serration feature. Dimensional measurements and material hardness are conforming to print specifications. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while retracing for exposure of the glenoid, the retractor broke into two pieces. All pieces returned.